Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: a report was received from health canada's canada vigilance program which states, "chemotherapy from secondary bag was found to be free flowing into the primary bag. Primary bag became distended even though secondary bag was empty likely faulty back check valve". There was patient involvement, but the outcome is unknown.